Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and battery out limit alarm. The blood glucose at the time of the incident was 135 mg/dl. Troubleshooting was performed. Assistance was provided to set up pump settings. Customer also mentioned there are scratches on the insulin pump. He device will not be returned for analysis.